Event description:
Pt receiving home care via pump for treatment of staph sureses of brain-ventricle shunt routed to gallbladder. While asleep, both tubings attached to either side of filter itself pulled out of filter. Bleeding from central femoral catheter saturated 4 x 4 gauze. Although potential of great blood loss, no immediate physical changes and did not require transfusion. Femoral line occluded, and pt admitted to hosp for peripheral IV placement. Required to remain in hosp for remainder of therapy. Vancomycin infusion thus interrupted. Catheter was in right groin and across abdomen to shoulder to avoid pt access to tubing. Difficulty placing chest central line thus femerol placed. Born 24 weeks gestation. Hydrocephalus. Has had numerous shunts replaced due to occulsion. Delayed physical, emotionaal development.